Event description:
It was reported that the user started a new dexcom g7 continuous glucose monitor (cgm) and experienced signal loss to the ilet bionic pancreas, with the ilet showing no readings until guided troubleshooting resulted in the ilet displaying a sensor warmup countdown; the issue was characterized as intermittent communication failure involving an electrical and magnetic component, specifically the antenna. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication and analysis of information provided. Investigation of this case revealed a temporary bluetooth communication disruption, with sensor readings resuming once the connection was re-established. It was concluded, based on previously established findings for similar reports, that the cause was transient wireless communication interference.